Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting, weakness and fever. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and treated with unspecified antibiotics (ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7, h2, h11. B5: upon follow-up, additional information was received. The reporter stated that the patient was discharged from hospital a week ago. The antibiotic treatment was administered at home. At the time of this report, the peritonitis was resolved and patient is undergoing same pd therapy. Should additional relevant information become available, a supplemental report will be submitted.